Event description:
Additional information received - the lens was torn by the injection system. The surgeon used a suture to seal the incision.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product found the lens torn into two pieces, with pieces from both haptics torn off and missing. The lens was returned in liquid. The tip of the returned cartridge was damaged. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn):based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - lens (iol), torn, split, cracked. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.